Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. It was reported that the patient experienced inaccuracy on (B)(6)2025; however, no cgm or bg values were provided for comparison as the patient was not able to do a fingerstick during the time she was symptomatic. On (B)(6)2025, the patient was throwing up. The patient's dad brought the patient to the hopsital. At the hospital, a nurse ran tests and did a fingerstick readin. The bg was 400 mg/dl while the cgm was 191 mg/dl. The patient was confirmed to have diabetic ketoacidosis (dka). The patient was treated with fluids and was discharged on (B)(6)2025 when her blood sugars went down to 200 mg/dl. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.